Event description:
It has been reported to philips that the system stopped at 0:00 and would not boot up. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and stuck at 00.00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. During troubleshooting, the philips engineer found that the slot 3 grabber card was not communicating. The fse replaced the flexvision pc and hard disk and installed necessary software and grabber firmware. The flexvision pc was returned for analysis. The analysis confirmed the malfunction of the flexvision pc and identified that the failed component was dimms (dual in-line memory module). Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.